Manufacturer narrative:
Device investigation narrative - one biosure ha 6mm x 25mm screw returned. Dimensional inspection verifies that this was a 6mm product. 16 mm of the screw is missing. The remaining teeth appear to be in good condition. The head of the screw is in fair shape. A tunnel was indicated, but size was not relayed. Bone quality was said to be average. It was said that upon entering, the anchor broke and a backup was used to complete the procedure. Root cause cannot be established. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biosure ha 6x25mm screw broke during implantation. The screw was removed and no additional bone holes were drilled as a result. A backup device was used to complete the procedure. Delay time less than 30min. No patient impact was reported.